Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fatal error for labor and delivery unit. A field service engineer verified physical connections, and cable and port status and confirmed to be functional. The network speed settings were adjusted from 100 half-duplex to auto negotiation and successful login to remote support service was completed, and the device status was confirmed to be back online. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fatal error occurred on the underlying data source, which may have been related to a network connection problem or hardware issue. The labor and delivery unit reported that the issue had been occurring for several days, and they were unable to obtain medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.